Event description:
Approximately one month after treatment with human collagen the pt developed papules and red bumps at the treatment sites. After 4 or 5 days they had become a solid red line and one week later a line developed at another area of treatment. The physician prescribed oral antibiotics for treatment.